Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2016.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system was extracted due to infection. No further patient complications have been reported as a result of this event.